Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery pack would not power up his monitor and that he was receiving battery charger faults. The pt was issued a replacement battery pack and battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor. The root cause for the shorted q1 transistor could not be positively identified. Device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery will not power monitor) has been investigated. As received, the battery pack was unable to power up a test monitor and was unable to fully charge. The cause for the inability to power up a monitor was excessively discharged cells. The root cause for the inability to properly charge and the excessive discharge is being investigated by the supplier. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective battery park or battery charger/modem. The pt received a replacement battery pack and battery charger/modem. Sn (B)(4), sn (B)(4), MFR date: 04/2013.